Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) jejunal tube blocked/occluded. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
T was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson's disease. The tubes were in use for three years; however, the procedure date is unknown. According to the complainant, there was a high pressure alarm from the duodopa pump. The jejunal tube was found occluded and could not be flushed. The pump connection was transferred to the peg tube and a duodopa specialist was called in. The high pressure alarm activated when the pump was reconnected to the jejunal tube and further attempts to remove the tube occlusion were unsuccessful. The tubes will be replaced with a different device (date unknown.) Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.